Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's o2 cell, pressure transducer and power supply were found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to received information it was revealed that the ventilator did not start, due to malfunctioning ac/dc converter. Moreover control's cable insulation degradation was observed during onsite inspection. Ac/dc converter converts the connected ac (alternative current) power (mains power) to the internal dc (direct current) supply voltage. Internal dc supply voltage +12 v_unreg is being converted further into different voltages to be supplied to specific pc boards to ensure accurate operation of the ventilation. If the ventilator is not receiving any power or malfunction of power supply section would occur, it may lead to the batteries not being charged. In the investigated scenario the ventilator cannot be turn on, as ac/dc converter is defective and do not supply power to the unit and it could not be switched over to battery operation as well. The option of usage of the device on the battery operation did not worked, because the device was being used without the two mandatory battery modules or the device ac/dc converted have been faulty for a long time, making it impossible for the device to charge up the battery modules or battery modules have been defective (e.g expired). The broken jacket of control cable does not affect the functionality of the cable only the appearance and there is no risk associated with this failure mode. Our conclusion on this failure mode is that variances in the material compounds used for jacket during manufacturing of the cable caused this problem. New material was introduced in april 2014 as a corrective measure. The cause of the issue has been determined as related to ac/dc converter and control cable.

Event description:
Manufacturer's ref. #: (B)(4).